Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 076) issue. It was reported that the sensor wire sensor wire detached leading to a sensor failure. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove the detached sensor wire from the insertion site.